Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively on a gynecological procedure, the surgeon used an absorbable suturing device to closed the wound and while the patient was recovering the wound was disinfected twice a day with iodophor and treated twice a day with far infrared radiation, however the patient complaint that the wound had a foreign body sensation accompanied by pain. Upon checking round of perineal wounds was found and necrosis, exudation, and heavy odor were seen. The absorbable sutures were exposed in strips, and the perineal wounds were diagnosed as poorly healed. To resolve the issue the surgeon had to removed the unabsorbed suture thread at the patient and performed an intervention to used a secondary medical silk to prepare sutures.